Manufacturer narrative:
Sc-2317-50 (sn (B)(4)) device evaluation indicate that the device involved in the complaint has not verified. The lead body was cleanly cut into pieces. Damage to the device was similar to the typical explant damage and was not considered a failure. X-ray inspection verified that all cables are intact except the intentional cut. Sc-2317-50 (sn (B)(4)) device evaluation indicate that the device involved in the complaint has not confirmed. The lead body was cleanly cut and the proximal tips were not returned. Additionally, the lead body has burn marks associated with the use of electro cautery. Damage to the device was similar to the typical explant damage and was not considered a failure. Electrical test couldn't be performed due to the damage and non-returned proximal ends.

Event description:
A report was received that the patient's battery was not functioning properly. It was noted that six contacts had high impedances. The patient will undergo a lead replacement procedure. No further information could be obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2317-50 serial #: (B)(4), description: infinion cx 50 cm lead.

Event description:
A report was received that the patient's battery was not functioning properly. It was noted that six contacts had high impedances. The patient will undergo a lead replacement procedure. No further information could be obtained.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure wherein both leads were replaced and two new leads were implanted. The patient was doing well postoperatively.

Event description:
A report was received that the patient's battery was not functioning properly. It was noted that six contacts had high impedances. The patient will undergo a lead replacement procedure. No further information could be obtained.

Manufacturer narrative:
Additional information was received that database analysis (db) revealed no anomalies. The impedance measurements revealed high values on port c(4 contacts) and port d(2 contacts).

Event description:
A report was received that the patient's battery was not functioning properly. It was noted that six contacts had high impedances. The patient will undergo a lead replacement procedure. No further information could be obtained.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's battery was not functioning properly. It was noted that six contacts had high impedances. The patient will undergo a lead replacement procedure. No further information could be obtained.